Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient(pt) mentioned in the call they had an unrelated health procedure. Pt states they ended up needing to meet with a representative to have the implant restarted. Pt mentioned the device was reset and the issue was resolved. Pt states this issue happened a couple years ago.